Manufacturer narrative:
Attempts to obtain additional info from the customer were unsuccessful. The customer was not sent a replacement device, and did not return the original device, because she reported no issue with the device itself. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported that she recently had a case of mastitis resulting from using her pump in style breast pump too often.